Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call by customer's mother that the customer had low blood glucose. The customer's mother stated the insulin pump was delivering .5u of insulin without the customer programming a bolus. The customer thinks there was a delivery anomaly due to bolus history. The bolus history read that a bolus was being delivered when customer was sleeping and would not deliver a bolus. The blood glucose was fluctuating from 30bg/dl to 191bg/dl. The insulin pump passed the displacement test. The customer's blood glucose was 43mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call low blood glucose levels and delivery anomaly. Customer's blood glucose level was as low as 30 mg/dl. Customer's mother advised the customer was running low and the doctor changed the settings on the device. Troubleshooting for delivery anomaly was performed. Customer advised they lock the screen to assure buttons are not being pressed and avoid over delivering of the insulin. Troubleshooting for low blood glucose was performed. Customer treated their blood glucose levels with frosting and a slice of an apple. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.